Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. Reportedly, the pump still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Customer stated they will continue to use the pump for insulin therapy.